Manufacturer narrative:
The device was received in backup operation. Analysis of the device image determined backup occurred due to transient low battery voltage caused by increased pacing requirements at near end of life battery levels. Further testing after cutting open the device revealed the device had reached end of life (eol). The implant duration exceeded the total projected longevity based on field settings and is considered normal battery depletion.

Event description:
During follow-up, the device was found to be in back-up vvi mode. The device was explanted and successfully replaced. The patient was in stable condition.